Event description:
Reporter alleged the lancet device will no longer prime and the spring is broken. Reporter stated taking the device apart and reassembling it as a result. The manufacturers' evaluation department determined the lancet does not retract back into the lancet device. No actions were taken or treatment received reportedly as a result. A request had been made for the return of the suspect device and replacement product was sent.